Event description:
It was reported that the patient was receiving inadequate therapy. The patients lead was placed improperly during the initial implant procedure, and the physician had moved the lead while anchoring it. The patient underwent a revision procedure in which the physician chose to explant the lead and implant new leads and anchors. The patient was doing fine post-operatively. The explanted lead will not be returned as it was discarded at the facility.